Event description:
The pump was implanted on (B)(6) 2011. The pt developed an infection of the pump pocket; the bacteria was unk. The pt was hospitalized. The pt had no fever and no discomfort. The pump was explanted on (B)(6) 2011. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).